Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00053. 0002648920-2020-00094. Medical product: femur cemented posterior stabilized (ps) standard right. Item# 42500606402 ; lot# 63153872. Articular surface fixed bearing posterior stabilized (ps) right. Item# 42521400910 ; lot# 62497823. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a study patient underwent total knee arthroplasty and subsequently experienced pain, stiffness, and swelling of right knee and had blood work performed. Was considered uncertain if related to study device. There is no additional information at this time. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Crf report was provided and reviewed by a healthcare professional. Patient had pain at one year follow-up with no abnormal findings and radiology report negative. Patient continued to have pain at three year visit with stiffness, swelling and small effusion. Radiology report negative. At four year follow-up patient still had pain with negative radiology report. Official medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.